Manufacturer narrative:
Evaluation results: fse replaced the worn rinse block. (B)(4).

Event description:
On (B)(6) 2012, customer reported that while in manual mode, the lh500 instrument leaked approximately four to five drops of diluent blood while running manual mode controls. The drops of fluid were not contained within the instrument and did leak onto the counter. Customer also stated that the probe wipe appeared to get stuck. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced a worn rinse block after duplicating the fluid leakage. This resolved the issue and no further leaks were reported.